Manufacturer narrative:
(B)(6). The lot was manufactured december 2, 2016 ¿ december 3, 2016. The actual device was not available; however, a photograph of the sample was provided for evaluation. As the actual sample was not available, a function flow rate test could not be performed; therefore, the reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was underinfusing. The patient¿s folfusor still had large amounts of solution after the treatment period had elapsed. The device was filled with an unspecified amount of drug. There was no patient injury or medical intervention associated with this event. No additional information is available.